Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a scheduled pulse generator check. During the visit, it was discovered that the atrial and right ventricular leads exhibited noise oversensing. It was suspected that the noise were indicative of a lead integrity issue. The lead's sensitivities were reprogrammed. Related manufacturer reference number: 2017865-2019-18045.